Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report regarding a pipeline failure to open distally and a marksman catheter damage. The patient was undergoing blood flow guided dense mesh stent implantation for a fusiform, unruptured aneurysm in the right m1 with a max diameter of 5.1 mm and a 2.7 mm neck diameter. The landing zone was 1.6 mm distally and 2.3 mm proximally. The accessed vessel was the femoral artery with a diameter of 6.1 mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed contrast agent retention in aneurysm and reconstruction of parent artery. It was reported that the patient had right m1 aneurysm, and underwent dense mesh stent implantation. Marksman prepared to reach m3 under the guidance of micro-guide wire. When the microcatheter reached the bifurcation of m1, the operator tried repeatedly 3 times, but failed to pass, then withdrew and found that there was accordion at the distal end of the microcatheter. The catheter of the same model was replaced and passed smoothly. The 2.5-16 pipeline stent was used. The stent was difficult to open at m2. After repeated attempts three times, the tip end still could not be opened. The stent was then withdrawn and the 2.5-16 stent of the same model was replaced, and the operation ended smoothly. The pipeline was not used for an indication that is off-label. It was reported the pipeline had failed to open in the distal section. The pipeline had not been positioned in a bend. The pipeline had been deployed more than 50% when it failed to open. The pipeline was resheathed more than two times. The pipeline was removed from the patient. It is unknown if the pipeline was resheathed and removed with the microcatheter. It is unknown if additional steps or other devices were required to open the pipeline. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
PMA updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding a pipeline failure to open distally and a marksman catheter damage. The patient was undergoing blood flow guided dense mesh stent implantation for a fusiform, unruptured aneurysm in the right m1 with a max diameter of 5.1 mm and a 2.7 mm neck diameter. The landing zone was 1.6 mm distally and 2.3 mm proximally. The accessed vessel was the femoral artery with a diameter of 6.1 mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed contrast agent retention in aneurysm and reconstruction of parent artery. It was reported that the patient had right m1 aneurysm, and underwent dense mesh stent implantation. Marksman prepared to reach m3 under the guidance of micro-guide wire. When the microcatheter reached the bifurcation of m1, the operator tried repeatedly 3 times, but failed to pass, then withdrew and found that there was accordion at the distal end of the microcatheter. The catheter of the same model was replaced and passed smoothly. The 2.5-16 pipeline stent was used. The stent was difficult to open at m2. After repeated attempts three times, the tip end still could not be opened. The stent was then withdrawn and the 2.5-16 stent of the same model was replaced, and the operation ended smoothly. The pipeline was not used for an indication that is off-label. It was reported the pipeline had failed to open in the distal section. The pipeline had not been positioned in a bend. The pipeline had been deployed more than 50% when it failed to open. The pipeline was resheathed more than two times. The pipeline was removed from the patient. It is unknown if the pipeline was resheathed and removed with the microcatheter. It is unknown if additional steps or other devices were required to open the pipeline. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Product analysis #(B)(4): equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.0265in mandrel . As found condition: the pipeline flex was returned stuck within the marksman catheter; inside of a sealed bio-hazard bag and a shipping box. . Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the braid were found opened and no damage. Bends were found at 27.0cm to 33.2cm from the proximal end. The catheter tip and marker were examined; no damages were found. The catheter body appeared to be accordioned at 18.3cm to 29.4cm from the distal tip. No flash or voids molded were observed in the hub. No other anomalies were observed. Testing/analysis: the pipeline flex was pushed out from the catheter lumen with difficulty. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer report of "catheter damage" was confirmed as the returned pipeline flex was found stuck inside the marksman catheter. From the damages seen on the catheter (accordioning), pushwire (bending) and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to deliver/retrieve the pipeline flex through the catheter against resistance. The cause of resistance could not be determined. However, the customer report of "failure to open at distal end" was not confirmed as the distal and proximal end of the braid were fully opened and no damage. The cause for failure to open could not be determined. Ls 2023-02-20 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.